Event description:
While the device was being serviced by the philips customer repair center (crc) for an unrelated issue the crc witnessed the device rebooting itself. The device was in service; ther was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge. There was no report of pt involvement. The crc found a matching reboot entry in the device dumplog. Further confirming the issue. The processor pca was replaced and the software was reloaded to resolve the symptom. The device passed testing and was returned to the customer.